Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump went blank and when battery was change, it only showed partial display with black spots. Customer reported that bolus delivery was interrupted and was asked to resume. When bolus information was entered, issue would occur over again. Customer stated that insulin pump would attempt to bolus the exact same amount of insulin each time. Customer had blood glucose of 300 mg/dl and 52 mg/dl, which was treated with glucose tablets. Customer also received no delivery alarms, but did not troubleshoot due to it being a past event. It was also reported that data would not transfer from meter to insulin pump. Insulin pump and supplies would be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the currents test, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No excessive no delivery alarms were noted. No unexpected dark spot on the lcd, display anomaly or missing segments/partial display were noted. The bolus wizard functioned properly per the bolus wizard sample in the user guide. No bolus delivery anomaly was noted. The pump had a cracked case at the display window corner, and minor scratches on the display window.